Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: one 19cm glidepath hemodialysis d/l catheter and one video from the complainant were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. A video review was also performed. The investigation is confirmed for a split in the extension leg, as a split was observed in the blue extension leg approximately 1.3 cm from the distal end of the blue luer. The split was located over a crease and the edges of the split were observed to be jagged. The split appeared to be circumferentially aligned with smaller splits emanating from the main split. Both lumens were patent to aspiration and infusion during in-lab functional testing, with a leak noted at the split in the blue extension leg. The definitive root cause could not be determined based upon available information. Potential contributors to the reported event are clamping fatigue, poor material selection and excessive force. However, it is unknown if catheter maintenance issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported sometime post dialysis catheter placement that there was allegedly leakage at the bifurcation point. It was further reported that the device was removed and a new catheter was placed. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported sometime post dialysis catheter placement that there was allegedly leakage at the bifurcation point. It was further reported that the device was removed and a new catheter was placed. There was no reported patient injury.